Event description:
It was reported that during a thyrodectomy procedure, the staples were delivered scissored. They used a new equipment to continue the surgery and it worked. No patient consequence. One device returning.